Manufacturer narrative:
The tip was used for 729 treatments. The tip passed the flow and thermistor testing. The tip failed the leak and visual testing due to dielectric breakdown being present. No functional test was performed due to dielectric breakdown. The investigation is ongoing.

Event description:
The tip sparked and had an odor. Then error message e076 (treatment tip not in full contact with skin) appeared. A new tip was used to continue the treatment. There was no patient impact reported.

Manufacturer narrative:
Dielectric breakdown was observed along the rf trace of the membrane. Investigation found flame/spark from tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. Manufacturing records showed all requirements were met. Damage to treatment tip membrane could potentially cause harm to patient. No harm to the patient was indicated. Service confirmed burn-through of the flex circuit membrane during treatment tip evaluation which resulted in sparking during treatment. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Trending will be performed to monitor this issue. No further action is required at this time.